Event description:
End user was reportedly found in flames while seated in the tdxsi-2 power wheelchair. The fire was extinguished and the end user was rushed to the hospital where he reportedly expired as a result of his injuries. Additional information received was obtained by the manufacturer. According to eyewitness statements regarding this event, the patient was found aflame on the ground next to his powered wheelchair. The incident is reportedly under investigation by the local police department; however, police suspect the cause of the fire was likely a lit cigarette. Although homicide is not suspected, the patient's clothing and blood samples were retained and sent to local toxicology experts for additional testing. The results of those tests are pending at this time. No autopsy was performed.

Manufacturer narrative:
.

Event description:
End user was reportedly found in flames while seated in the tdxsi-2 power wheelchair. The fire was extinguished and the end user was rushed to the hospital where he reportedly expired as a result of his injuries.